Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 18-jun-2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse verified errors and replaced main cpu, veiwed rs232 data on laptop with keyspan serial adapter then sent data to lab daq tech support. They verfied host communication working to their specfication and transmitted results passed. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-900 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was bad cpu board.

Event description:
On 16-jun-2015, a customer reported lis errors - sending gibberish with their aia-900 analyzer. Analyzer is sending gibberish according to labdaq - says this worked before - transmitted data to lis with no issue but now is sending giberish. Host: astm standard ( I tried switching to astm = 600ii but results did not change), query no ( ts turned query off, but even set to yes- gibberish was being sent by the 900), non bc, all patient control, zero, zero, 9600, 8, 1, none, ts advised customer to select the astm = 600ii - reboot and resend, ts changed the query from yes to no and the astm from 600ii to standard but results are the same, the 900 host comm log indicates that the 900 sent an eq - an inquiry then did not get an ack, back so sent an et- end transmission - labdak sending the 900 an oxff, ts sent host comm logs and labdak print out to sk and sk recommends dispatch, ts to dispatch the fse needs to go in and with laptop see what data is coming out of the 900- if any - the customer is unable to run prog, pth, and prl patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog, pth, and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.